Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/12/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi, 466 and 316 mg/dl. The customer's expected fasting blood glucose test result is 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of hi and hi using truemetrixair meter.the product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6).